Event description:
The pt reported that the down button on the keypad does not activate desired pump functions. The pt reports no damage to the keypad. The buttons click and spring back as usual. The pt denies exposure to water in the past 6 months.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.